Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jan-16, information was received from a patient receiving morphine and another unknown infusion drug via an implantable pump for non-malignant pain and epidural fibrosis. Information received reported the patient's dose was once increased by their healthcare professional (hcp) and the patient "didn¿t make it home". The dose was "too high" the patient was driven form the hcp's office directly to the emergency room. The hcp was called and came over and reduced the dose back down to where it was. The patient mentioned that "in 7 years, they never increased the dose, that's how effective it was". No further information provided.